Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. It was suspected the ra lead may have dislodged. The patient will continue to be followed appropriately. No adverse patient effects were reported.